Event description:
The customer reported that during a patient event, their device did not recognize the patient with the defibrillation therapy electrodes connected. The defibrillation therapy electrodes were identified as a third party manufacturer (heartsync). The patient had been in the hospital for about two months and in very poor health. When the patient went into cardiac arrest, the customer connected their defibrillation electrodes in an anterior lateral position but the device continued to prompt connect electrodes. The customer stopped use of the first device (identified in this medwatch) and the connected electrodes and connected a back up device (physio-control lifepak® 20 defibrillator/monitor) with another set of defibrillation therapy electrodes (heartsync). The backup device prompted the same connect electrodes message and could not recognize the connection of the patient. Upon connection of the third device (same combination of device and electrode brands), the customer was able to deliver a defibrillation shock. The patient did not survive the event. The customer (healthcare professional) did indicate that the death of the patient was not a result of the reported connection issue.

Manufacturer narrative:
The customer advised physio-control that they evaluated the device and observed proper device operation through functional and performance testing. The customer was unable to determine the root cause of the reported issue and has since returned the device to service for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.